Event description:
It was reported that while the physician was doing a pocket revision due to pocket infection. The pocket was opened up and irrigated/cleaned up. No devices were implanted or explanted. During the procedure, the physician noted that he felt like he stuck the catheter or the catheter connector with the needle. There was concern, the catheter had been damaged. No intervention with the catheter was performed at that time, and the surgery was completed. The patient recovered without sequela. It was noted that the event was note related to the implanted devices. The pump contained morphine at the time of the event.